Event description:
A (B)(6) y/o male with poor peripheral IV access who requires multiple different medications to be administered. Initial PICC line was inserted on (B)(6) 2019. On (B)(6) 2019 the staff was performing personal care for the pt, and while moving the pt the grey port of the PICC line broke off. This left PICC line open and required removal of the PICC line. The pt then had to undergo reinsertion of the PICC line.